Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom (constant door not fully latched), which was reproduced. The message were found to be caused by excessive force being required to close door. The door hooks and latched pins were replaced to correct this condition.

Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. Any pt involvement, injury or medical intervention is unk.